Event description:
A selector 35khz neuro sterile tip was reported to have broken off and fell into the pt's brain. The following info was provided; a craniotomy for removal of a tumor was being performed when a single piece of the tip broke off into the pt's brain. The piece was retrieved. The pt did not sustain an injury and there was no surgical delay as a result of this event. Pt demographics are unk.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based upon the reported info.